Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a battery depleted message upon power up at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported battery depleted which was reproduced. A review of the event history log identified battery low! Battery depleted message. The cause was determined to be damaged ac power adaptor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.